Manufacturer narrative:
B3-date of event is estimated. A patient is unable to get their device into MRI mode was reported to abbott. It was also determined the patient's lead had high impedance. As a result, the patient¿s lead was explanted and replaced. The ipg was electively replaced. Therapy was restored. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported that patient was unable to set the system into MRI mode. System diagnostics recorded high impedances. As a result, surgical intervention was undertaken wherein the lead was explanted and replaced to address the issue.